Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was 3 mmol/l. Customer stated low blood glucose occurred during multiple insulin pump error alarms. Customer had clear and rewind the insulin pump. Customer had passed self test. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.